Manufacturer narrative:
PMA/510(k) # # p050017/s002 and s003. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "the flexor material came detached from the handle x2. Thus, the stent can not be deployed. These were attempted to be used in the same procedure with the same patient. A third g43783-ziv5-18-125-8-80 (different lot number) was opened and used to complete the intended procedure successfully.". This file will capture the off-label usage for successfully placed ziv5 in sfa did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Are images of the device or procedure available? No. At what stage of the procedure did the complaint occur? Unpacking or preparation of the device, insertion, stent placement, removing the introducer. Attempting placement. Details of access sheath used (name, fr size, length)? Right groin acces (5x45 ansel). What was the target location for the stent? Sfa. Was the product inspected for kinks or damage before use? Yes. Was the device used percutaneously? Yes. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. Was pre-dilation performed ahead of placement of the stent? The stents were never deployed. Was post-dilation performed after the placement of the stent? The stents were never deployed. Details of the wire guide used (name, diameter, hydrophilic)? Hydro st wire guide. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Some calcification. Was resistance encountered when advancing the wire guide to the target location? Yes. Was resistance encountered when advancing the delivery system to the target location? No. How did the physician deal with this resistance? N/a. Was the approach ipsilateral or contralateral? Contralateral. If contralateral, was the bifurcation angle steep? N/a. Did the tip of the delivery system cross the target location? Yes. Was the delivery system tracked around a tight angle in the patient anatomy? No. Was the delivery system damaged/kinked/twisted during deployment? No. Was the handle pulled towards the hub during deployment? The physician attempted, but that's when they came apart. Was the delivery system pushed during deployment? No. Was the stent deployed smoothly / without resistance? The stents were not deployed. If no, please detail any difficulty experienced during deployment: see event description. What artery was the stent placed in? The stents were never placed. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No, they would not deploy. Did the patient have any pre-existing conditions? N/a. If yes, please specify: n/a. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a. Please specify if yes: n/a.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14oct2022

Manufacturer narrative:
PMA/510(k) # # p050017/s002 and s003. Device evaluation: the ziv5-18-125-8-80 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This was raised from pr 370456 which was raised to address the issue of the flexor handle separation. This pr 372252 (3001845648-2022-00537) was raised for the off label use of the successful placement of a 3rd stent in the sfa. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries. From the information given, it is known that the physician successfully deployed this stent in the sfa for which it is not intended to do so. Root cause review: a definitive root cause of off label use was determined from the investigation. As per IFU these stents are intended for use in the iliac arteries and not the sfa which is where it was placed. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary: this pr was raised to address the issue of the off label use of this device. The physician used this stent in the sfa for which it is not intended. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Complaint is confirmed based on the findings in the investigation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A 3rd stent was used, and the procedure was completed successfully. Complaints of this nature will continue to be monitored for potential emerging trends.